Manufacturer narrative:
Product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type extension; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3550-39, lot # n246974, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type accessory; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type extension; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3550-39, product type accessory.(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the device was not helpful, was painful to have in, and the patient requested removal. It was noted that the patient had not used the device for two years, the battery was dead, and unable to check the system. The patient symptoms were reported as pain at the device pocket and in the bilateral lower extremity into the feet with less than 50% therapy relief.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the device, model # 37714, sn (B)(4), found that the battery had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 35. The last recorded recharge session done while the device was implanted was on (B)(6) 2011. The device was recharged for 2 hours and 50 minutes. The battery charged from 3.680v to 3.965v. The parameter trend diagnostic section of the trace report shows patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2011. Analysis of the extensions, model # 33081, sn (B)(4), found no significant anomalies. The products were received segmented. Analysis of the lead, model #3778-45, sn (B)(4), found that the outer insulation was melted 35.5 cm from the distal end (suspected cautery artifact). It was also noted that the stylet coil was crushed 24.3 cm from the distal end. No significant anomaly was found. Analysis of the lead, model #3778-45, sn (B)(4), found that the lead body broke at the titan anchor site. Open circuits were at electrodes 0, 1, 2, 5, and 6 due to broken wires. It was also noted that the outer insulation was melted at 22.5 and 34.5 cm from the distal end (suspected cautery artifact). Analysis of the anchor, model # 3550-39, found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.